Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("utl"), cystitis ("bladder infect."), endometriosis ("endometriosis"), varicose vein ("varicose veins next to ovaries") and arthralgia ("hip pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, cystitis, endometriosis and arthralgia had resolved and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous and varicose vein outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, cystitis, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and varicose vein to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. : yes. Date(s) of insertion: 2006 (as written per pfs). Date(s) of removal: (B)(6) 2015 hysterectomy with bilateral. Salpingo-oophorectomy (as written per pfs, please note discrepancy). Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. New reporter's information was added. Added event hip pain. Ablation surgery mentioned to endometriosis. Updated outcome of pain and bleeding from unknown to recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no" and device ineffective "device ineffective". The patient's medical history included grand multiparity, pelvic pain female, pelvic congestion syndrome, umbilical hernia and umbilical hernia repair. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("utl"), cystitis ("bladder infect."), endometriosis ("endometriosis"), varicose vein ("varicose veins next to ovaries"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, cystitis, endometriosis and arthralgia had resolved and the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, varicose vein and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, arthralgia, back pain, cystitis, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and varicose vein to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. : yes date(s) of insertion: 2006 (as written per pfs). Date(s) of removal: (B)(6) 2015 hysterectomy with bilateral. Salpingo-oopherectomy (as written per pfs, please note discrepancy) and (B)(6) 2015 as per pif. Discrepancy noted in date of insertion (B)(6) 2005 and date of removal (B)(6) 2015 (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, reporter information were added. Rcc was updated. Marked significant due to imdrf-FDA synchronization cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed'), pregnancy with contraceptive device ('pregnancy - stillbirth/miscarriage') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("utl"), cystitis ("bladder infect."), endometriosis ("endometriosis") and varicose vein ("varicose veins next to ovaries") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection and cystitis had resolved and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, endometriosis and varicose vein outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and varicose vein to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt.: yes. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information added. Previously reported event injuries were updated pelvic pain, abdominal pain, back pain, pregnancy - stillbirth/miscarriage, miscarriage, device ineffective, utl, bladder infect, varicose veins next to ovaries, essure confirmation test(s) conducted, specify: no. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no" and device ineffective "device ineffective". On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("utl"), cystitis ("bladder infect."), endometriosis ("endometriosis"), varicose vein ("varicose veins next to ovaries"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, cystitis, endometriosis and arthralgia had resolved and the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, varicose vein and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, arthralgia, back pain, cystitis, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and varicose vein to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. : yes. Date(s) of insertion: 2006 (as written per pfs). Date(s) of removal: (B)(6)2015 hysterectomy with bilateral. Salpingo-oophorectomy (as written per pfs, please note discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnorm. Bleed') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no" and device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("utl"), cystitis ("bladder infect."), endometriosis ("endometriosis"), varicose vein ("varicose veins next to ovaries"), arthralgia ("hip pain") and anxiety ("anxiety") and was found to have a pregnancy with contraceptive device ("pregnancy - stillbirth/miscarriage"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, cystitis, endometriosis and arthralgia had resolved and the genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, varicose vein and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, arthralgia, back pain, cystitis, endometriosis, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract infection and varicose vein to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, bladder/urinary prob, other injuries/sympt. : yes. Date(s) of insertion: 2006 (as written per pfs). Date(s) of removal: mar2015 hysterectomy with bilateral. Salpingo-oopherectomy (as written per pfs, please note discrepancy) . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event anxiety added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.